Event description:
End user states: she plugged her battery charger into the driver control and walked into another room. She heard a pop and when she walked back to the chair smoke was coming out of the driver control. She called the fire department. The dealer suggested to client to check the outlet because the plug was melted. No report of injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-mcg serial number/date (B)(4) is approximately 2 months old. The owner¿s manual part number 1143190, rev.k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Additional information has been received. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The dealer reported that the user had plugged in her battery operated wheelchair to charge it. Seconds later it sparked and smoked. The user was advised not to use the charger. It was also reported that the wheelchair had no problems. The charger had no power. Insulation around ac cable lugs were damaged. Charger was replaced.